Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery, two (2) screw heads broke intra-operatively. The tip of the screws remained in the patient. The drill bit also broke during surgery and remained in patient. There was a five (5) minute prolongation of surgery. This complaint involves one (1) 1.1 mm drill bit and two (2) unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Patient information not provided by reporter. Exact date of birth unknown; year of birth is 1986. Report is for two (2) unknown screws. Device broke intra-operatively without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.